Event description:
It was reported to baxter (B)(4) that an analgesia infusor device was found to be leaking. Therefore, the sterile fluid pathway was breached. This condition was discovered after filling. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leaking infusor" was confirmed due to a loose blue winged cap. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. During a review of the batch record, it was discovered that a non-conformance occurred. The lot was reworked and verification of units was performed to ensure the non-conformance was corrected. The lot was released once all release criteria were met.